Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the jaw customer's expressew iii with hook broke off during a should procedure. No pieces fell into the patient. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide a lot number or any more details. The device is being returned.

Manufacturer narrative:
The complaint device was received and inspected. Visual observation of the device revealed lower jaw missing. Upper jaw is broken and the distal tip of the upper jaw is bent. The complaint is confirmed. Also, faded laser etching and minor nicks on the device indicate that the device was used heavily. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing causes the breakage of jaw. The other possibility for the failure of lower jaw can be due to device hitting a hard surface or falling on ground. This failure can be attributed to user technique. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Although, we cannot discern a root cause for the reported failure, it is possible that the failure occurred due to excessive mechanical force while handling the device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the jaw customer's expressew iii with hook broke off during a should procedure. No pieces fell into the patient. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide a lot number or any more details. The device is being returned. The answers to the following questions were provided by the sales rep during intake. When did the breakage occur? During the case. Did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No. If breakage occurred near surgical site, how were fragments retrieved? No fragments fell in patient. How was the procedure completed? Another like device. Were alternatives readily available? Yes. Were there any procedural or patient anatomy factors which may have contributed to the breakage? No. Is surgical intervention planned? No. Did portion of the device remain in the patient? No. Any patient impact? No.